Event description:
It was reported that an in clinic capacitor maintenance test resulted in a normal charge time, but a charge limit exceeded was observed. The capacitor maintenance test was performed again and no extended charge time was seen. Device replacement was recommended but the patient elected not to have replacement procedure. The patient will continue to be monitored. The patient condition is fine.